Manufacturer narrative:
Additional information was requested, and the following was obtained: the doctor informed that the complication was minor and the patient is well and not in need of any further treatment. Initial procedure date: the patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion symptoms and diagnostic confirmation? Describe medical/surgical intervention including dates and results. What is the patient¿s current status?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date the patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh erosion symptoms and diagnostic confirmation? Describe medical/surgical intervention including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced small mesh erosion into vaginal skin. It was also reported the small area of tape was excised. Additional information has been requested.